Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode belt connector pins did not successfully mate with the connector, resulting in a gelled belt. The root cause of the bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
A review of a (B)(6) male pt's download revealed two gel release flags and a belt unusable flag. The pt was contacted and his electrode belt was replaced.